Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5507. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the device alarmed with tf5507. It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. To address the issue, a replacement sensor board was sent to the user. .according to the partner, this resolved the problem. Hamilton medical considers this case as closed.